Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the sr8 was visually inspected upon receipt and was found to have a small chip on the upper corner however the unit does function properly. The device was returned to the service facility for evaluation. During evaluation, the reported issue of "the EKG readings are inaccurate and have poor needle tracking" is unconfirmed as the unit was functionally tested and passed. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Customer states the EKG readings are inaccurate and has poor needle tracking.